Event description:
Customer stated the pledget broke apart inside her when removing. She states that she was able to remove the entire product. She is now fine.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. Sample not returned.